Manufacturer narrative:
Title: extended clopidogrel therapy beyond 12 months and long-term outcomes in patients with diabetes mellitus receiving coronary arterial second-generation drug-eluting stents. Authors: cho, sung woo;park, kyutae; ahn, jong-hwa; park, taek kyu; lee, su yeon; kim, jihoon; lee, joo myung; yang, jeong hoon; song, young bin; choi, jin-ho; choi, seung-hyu ; gwon, hyeon-cheol; lee, sang hoon; ahn, joonghyun; carriere, k.c.; hahn, joo-yong; hahn, joo-yong journal: the american journal of cardiology issue: volume 122, issue 5, pages 705¿711 ref: doi.org/10.1016/j.amjcard.2018.05.001. Age/date of birth=average age. Sex= majority gender. Date of event=date of online publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal was submitted which investigated the associations between extended clopidogrel therapy and long-term clinical outcomes in patients with diabetes mellitus(dm) after second-generation drug-eluting stent(des)implantation. Endeavor, endeavor sprint and endeavor resolute des were implanted in a percentage of the population. Clinical events reported in patients during follow up included death, mi, bleeding and cerebrovascular accident.